Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 22, 2020. The investigation of the returned device was completed by the failure analysis lab on september 2, 2020. Device evaluation summary: during the visual evaluation of the device, no apparent damage was observed. Leak testing was performed, according with mentor procedures, and it revealed a tear measuring approximately 0.1 cm within a crease/fold on the posterior view. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: pc-(B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old asian female who underwent breast augmentation revision with a mentor smooth round moderate profile 425cc saline prosthesis experienced spontaneous left sided deflation post procedure. A medical diagnosis was for the deflation was received via photograph. As a result, an explant was performed on (B)(6) 2020.